Event description:
It was reported by service report that the brakes would not remain engaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.